Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The der states that global unite size 10 135 proximal body implant was opened to the field. It was noticed that the proximal screw was inserted incorrectly (upside down) into the implant. The situation was remedied but caused a slight delay in the surgical time.

Manufacturer narrative:
No device associated with this report was received for examination. The root cause of the issue has been determined as a missed inspection due to human error. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.